Event description:
Allergan cohesive gel breast implants post mastectomy 2012. Increased localized pain, periodic pvc's, leg cramps, decreased immune function, dry eyes, and most recently chronic headaches. FDA safety report ID# (B)(4).